Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: the customer reports that the staples didn¿t hold the edges of the tissues (they stayed on one edge only). The operator used a second device to redo the stapling line. Resection of part of the stomach was necessary.